Event description:
It was reported from the urology service coordinator there that (B)(6). They were hoping they could help them out. They were having some issues with the lubricath hematuria foley catheters. The 22f and 24f (ref 2557h22 and 2557h24) were having issues with the inflow port not working properly and the balloon having issues with deflating. Those issues that lead to risky catheter changes after a delicate procedure causing either additional bleeding and/or additional procedures.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: over aspirated, incorrect syringe/collapse lumen/sac close eye/valve damage). The labeling and instructions for use were found to be adequate. The DHR review could not be performed without a lot number. Therefore, no additional action required at this time. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported from the urology service coordinator there that (B)(6). They were hoping they could help them out. They were having some issues with the lubricath hematuria foley catheters. The 22f and 24f (ref (B)(4)) were having issues with the inflow port not working properly and the balloon having issues with deflating. Those issues that lead to risky catheter changes after a delicate procedure causing either additional bleeding and/or additional procedures.